Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms, motor error alarms, external ram error alarms, unexpected restart error alarms or weak battery alarms were noted. The low reservoir alarm feature working properly. The motor was tested outside the device and passed. The insulin pump was received with cracked case at reservoir tube window corners and battery tube threads. The insulin pump was received with minor scratched lcd window. Unit received with partially broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that the insulin pump received unexpected restart alarm, external ram error alarm and motor error alarm. The customer's blood glucose was around 240 mg/dl at the time of the incident. The customer's blood glucose was 234 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin pump and insulin pen. The customer also reported that she experienced vomiting and dehydration. The date of the hospitalization was (B)(6) 2015. The customer stated that the insulin pump was able to complete rewind. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.